Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The patient was admitted to the hospital for cerebral infarction. On (B)(6), a venipuncture needle was inserted into the patient. After removing the needle, bleeding was observed at the base of the catheter. The needle was immediately removed, the puncture site was pressed, and a new needle was inserted and the procedure was successfully completed.

Manufacturer narrative:
1. DHR/bhr review (lot#4109456): 1) this batch of products were assembled at intima ii auto line 2 in may 2024 and packaged at cfs package line in may 2024. Batch size was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Unable to identify the abnormal condition of the catheter, so the root cause of the leakage at the catheter cannot be confirmed.

Event description:
No additional information is available.